Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed for power loss. The insulin pump was replaced.

Manufacturer narrative:
The insulin pump was returned with no unexpected power loss alarms were noted however, detailed trace analysis had confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Detailed traces confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and case.